Event description:
Further follow-up indicates the patient had their ipg explanted and replaced. Therapy was restored postoperatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the device displayed the end of service (eos) message. The patient's ipg was not able to communicate with external devices. As a result, surgical intervention may be pending.

Manufacturer narrative:
The date of explant was (B)(6) 2019 but should be (B)(6) 2019.